Event description:
Health care professional reported pt gained 5.5 kg during treatment using the 550 hemodialysis device. The health care professional reports the device kept recalibrating; therefore, the ultrafiltration controller was turned off during treatment using an f80 dialyzer. Helath care professional reports the pt had no adverse symptoms. Pt received an extra treatment next day and reached his target weight of 88 lbs. No other medical intervention was necessary.